Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was attempted to be re-positioned, however the tip did not extract. The rv lead was buried, not in-service, and remains in patient's anatomy. A different lead was implanted. No patient complications have been reported as a result of this event.